Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's wife reported pt had a hypoglycemic event in which he was hospitalized. Wife stated that on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010, the pt experienced low blood glucose readings. Wife reported the pt was taken to the hospital on (B)(6) 2010 due to his coworkers finding him on the floor. Wife stated, the pt was taken to the ER and admitted. Wife reported while in the hospital, the pt continued to have low readings. Wife stated pt had a reading of 52 mg/dl on "(B)(6) 2011". Pt's target blood glucose range is 100-130 mg/dl. Wife reported the pt was diagnosed with pneumonia and the doctor thinks the pt had pneumonia when the (B)(6) 2011 reading occurred and then the pneumonia got progressively worse. Wife stated the pt was taken off of the insulin device on (B)(6) 2011 and remains off of the infusion device at this time. Wife reported the pt is scheduled to meet with his endocrinologist to discuss getting back on the infusion device. Wife stated prior to the (B)(6) 2010 event, the pt had been swimming frequently. Wife reported she was unsure of the time setting or the basal rate settings on the device or whether or not they were correct. Wife stated the pt was released from the hospital and is currently on injection therapy. No product return was requested.